Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the implant blocks in the incision and wants to put it back. Additional information has been requested and received stating that the iol removed and replaced during the initial surgery. There was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).